Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user received an ¿unable to proceed¿ alert during a supply change while filling tubing, which suggested an occlusion or flow obstruction, and the user was without insulin for a period before contacting support; after a dry run and retry of supplies, the alert did not recur and the user was advised to monitor blood glucose, which was 370 mg/dl. Symptoms included hyperglycemia. Outcomes included transient interruption of insulin delivery without need for medical intervention. Investigation included troubleshooting with repeat setup and education on monitoring. Investigation of this case revealed that the alert resolved with reattempted setup, indicating a transient occlusion or supply setup issue without persistent device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or technique during supply change leading to a temporary occlusion or flow restriction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.